Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the imaging unit may be damaged due to sudden physical load stress during use, external factors such as reprocessing, or handling factors. It is also likely that the fogging of the field of view occurred due to moisture (humidity) etc. Entering from the damaged part of the imaging part during reprocessing. The inspection method for the event is described as follows in the operation manual (operation) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". Inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities. The inspection method for the event is described as follows in the instruction manual (operation) "chapter 4 usage 4.2 preparation before inserting into the body cavity". [Warming the tip of the endoscope] note: if the endoscope is inserted while the objective lens is cooler than the patient's body temperature, fogging may occur and obstruct the field of vision. Warm the tip of the endoscope with lukewarm saline (36-37°c) before use." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope sterilization cap could not be attached. There was no patient harm associated with this event. The device was returned and evaluated, and it was found there was a cloudy tip image. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; the venting connector of light guide (lg) connector was deformed. In addition to the cloudy tip image due to damage on the charged coupled device (ccd) unit, additional findings are as follows: the bending section cover had a scratch, the adhesive on the bending section cover had a chip, due to damage on ccd unit, the image had white dots, the indication on the light guide connector was not correct, the video cable had a scratch, and the video connector had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.